Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance on resetting the pump from technical support and was able to successfully reset it without the malfunction recurring. The customer understood the instructions and was advised to contact support if the issue happens again.